Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that has been an ongoing issue. Med endo spacer gets stuck to corail trial neck and is difficult to separate. Has happened before with this doctor. Surgical delay 30 seconds.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. No code available (3191) is used to capture surgery prolonged.